Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "ICU rn noticed screen going completely white, unable to see numbers/infusion. Propofol infusion running at 8ml/hr continuously. Nurse unable to see numbers when attempting to change rate. Fully charged, plugged in. Once with equipment nurse, pump on standby, plugged in fully charged, nurse noticed screen completely turning off, flashing on and off, some words/icons visible. Flashing white and blank periodically."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: the customer reported (B)(6) 2025 as the date of the incident, stating that a display failure occurred immediately after the device exited standby mode. However, device logs show that standby mode was not activated on the reported date. The last recorded instances of standby mode occurred two days earlier, on 2025-04-23, with a total of five activations. Following standby mode, the device consistently resumed infusion at 5 ml/h, not 8 ml/h as claimed by the customer. All instances where the pump delivered 8 ml/h were not preceded by standby mode. It is important to note that display interruptions are not recorded in the device history, and no abnormalities were detected during therapy on the day of the incident. Visual inspection: the cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device has signs of use commensurate with its age. The control unit is mechanically damaged at the bottom left. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a 24-hour long-term test was conducted using a space line, with the infusion set at a rate of 250 ml/h. During the test, the pump was also switched to standby mode. Throughout the duration of the test, no errors were detected. Disassembly: liquid residues were observed inside the device, specifically on the lower housing, the bottom inner frame, and the emc protection shield. Conclusion: the defect could not be confirmed. During the tests, the malfunction could not be reproduced. The control unit is mechanically damaged at the bottom left. The fall or impact could be the cause of the sporadic display failure. Addition information: it is recommended to replace the control unit. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.